Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to allegation of harm while using a dreamstation 2 advanced auto CPAP device. The manufacturer received information alleging prostate cancer, bladder cancer, and liver cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.